Event description:
The facility representative reported a flo-gard infusion pump with failure code f-27. It is unknown when this event occurred but was reported to have occurred in the "picu" care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with failure code f-27 was confirmed and reproduced during product evaluation. The root cause of the reported condition was undetermined. The slide clamp detection circuit contacts were cleaned as a precaution.